Event description:
It was reported that pump buttons stuck and did not work. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.